Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgeon reportedly did not use electrocautery during explant surgery. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient was administered treatment. On (B)(6) 2018, the recipient underwent wound debridement and skin flap surgery. In (B)(6) 2019, the infection recurred and biofilm along the implant down to the mastoid was noted. The recipient's device was explanted. The recipient's infection has resolved.

Manufacturer narrative:
The external visual inspection revealed a silicone slice on the top cover and a migrated electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis result was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. A corrective action was implemented. This is not believed to be related to the explant reason.